Event description:
The implantable neurostimulator kept flipping onto its side, causing the patient pain. There was a wound at the neurostimulator site. The patient was also having difficulty recharging device. The neurostimulator was replaced. The patient outcome was reported as 'no injury, recovered without sequela'.

Manufacturer narrative:
On 02/05/2009, the ins and extensions have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.